Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states their drive support cap was loose. The customer's blood glucose level at the time of incident was 204mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced. The customer states they would weigh out their options and call back at a later time.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk, cracked reservoir tube, broken belt clip slot and minor scratched display window.